Event description:
It was reported that unit displayed an error message. It was further reported that the bulb was burnt.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.